Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced multiple controller alarms. The site performed a controller exchange. The log file and controller were sent to the facility for analysis and evaluation, respectively. The controller passed visual inspection, however, it failed functional testing as a result of a controller fault alarm. Analysis of the controller logs revealed thirty-two controller fault alarms recorded on (B)(6) 2013 due to a combination of software and circuit board failures. A possible root cause for the reported controller fault alarms may be attributed to an intermittent failure on the pcb components. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the controller had controller fault alarms. The patient stated that the controller was making a continuous alarm sound. The site performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.